Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The device was also received with cracked display window corners, battery tube threads, and reservoir tube lip, as well as a scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 16.0 mmol/l. The customer stated that no button was held down for 3 minutes or longer. Advised replacement of the insulin pump. Nothing further reported.